Event description:
An operating room supervisor reported the fragmatome handpiece was not recognized in either of the system's handpiece ports. The staff tried recycling the power and unplugging the ac cord but was not able to resolve the issue. Following a 10-15 minute delay, the surgeon performed the vitrectomy without the fragmatome handpiece and used a vitrectomy handpiece instead. There was no pt impact reported.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The fragmatome handpiece was unable to be recognized. In addition, it was found that the customer continues for have an intermittent table top illuminator. The us module was found to be nonconforming, so it was replaced. The table top illuminator nonconformities were not able to be replicated; however, the illuminator floating connector and supervisor assembly was replaced as a preventive measure. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).